Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 20mg/dl and treated with glucose. Customer indicated that their blood glucose value was 229mg/dl at the time of the call. Customer indicated that the pump over delivered insulin. Troubleshooting found that the customer reused an old reservoir for the pump and was advised to use new reservoirs. It was also found that the pump programming is correct and the pump was operating as designed. Customer agreed that the pump was fine. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.